Event description:
Customer called to report that two unicel dxc 600 synchron systems in the laboratory generated discrepant total bilirubin (tbil) results. Customer stated that quality control (qc) issues were noticed on the dxc 600, (B)(4), but refused to provide qc data. The field service engineer (fse) inspected the instrument and could not determine the root cause of the issue; however, the issue appears to be related to instrument hardware. Customer has not called back to report any further instrument issues.

Manufacturer narrative:
The root cause of the instrument issue was not determined, but appears to be related to the instrument hardware. Please note that customer could not specify which of the instruments produced the erroneous results. Therefore, the information provided in this report pertains to both instruments used to generate those results. The date of manufacture pertains to dxc 600, (B)(4). The date of manufacture for dxc 600 (B)(4) is 10/18/2006. (B)(4).